Event description:
Sales rep a d reported on behalf of the surgeon that during a revision procedure black metal debris was found in the head collar below the trunion.

Manufacturer narrative:
Additional info was requested. When completed, the evaluation summary will be submitted in a supplemental report.